Event description:
A f.a.s.t.1. Sternal intraosseous needle was placed into the sternum of this pt by a flight paramedic from an aeromedical service. This was performed after numerous attempts to obtain peripheral IV access in order to administer medications to sedate and chemically paralyze the pt in order to perform endotracheal intubation. The device functioned well for this purpose. Upon arrival at hosp, an attempt was made to remove the device using the "removal" tool included with the device. Instead of aiding in the removal, the tip of the device, embedded in the pt's sternum, broke off. It was retrieved in the operating room today during a minor surgical procedure.